Event description:
It was reported that on (B)(6) 2013, the pump was moved from the patient's stomach to his back due to the pump eroding through the skin. The catheter was also replaced at that time due to the catheter being 'older' and the hcp had to cut the catheter anyway when the pump was moved. Since the surgery, the patient has had a burning sensation in the right leg. The hcp was going to perform a dye study to verify that the catheter was intact. The device system was used to deliver prialt. It was later reported that the diagnosis from the hcp was that the patient's symptoms are unrelated to the pump. The patient has a history of other complex medical issues that have caused his right leg to flare up. It was later reported that the device contained prialt 25mcg at 2.5mcg/day. The patient was doing great and was getting great pain relief.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).